Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a sore on the left side of his back. Patient described the area as open and itchy. There was no alleged device malfunction contributing to the irritation. Patient reported applying neosporin and a band aid on the sore. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.